Event description:
District nurse of a community patient reported that fluid is not entering the tube or the canister and the wound has become macerated. The wound bed itself had not changed in severity in her opinion. Patient is systemically well and 'asymptomatic', however the nurse is concerned about wound.

Manufacturer narrative:
.

Event description:
District nurse of a community patient reported that fluid is not entering the tube or the canister and the wound has become macerated. The wound bed itself had not changed in severity in her opinion. Patient is systemically well and 'asymptomatic', however the nurse is concerned about wound.